Event description:
The customer reported a fail code 570. Despite baxter's efforts to obtain additional information, informaton regarding whether or not the device was in use on a patient when this failure occurred was not available, and no additional contact information was available. The hospital representative stated that, there have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's condition of fail code 570 was confirmed.